Event description:
It was reported to ge that the on-screen guidelines showing the projected path of the biopsy needle are oriented in the opposite direction. No injury nor misdiagnosis is reported. Investigation/conclusion: the reported complaint is confirmed. A field upgrade will be performed to upgrade the application software to 4.2.0.